Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A conclusive cause for the reported device operates differently/ failure to seal cannot be determined. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the IFU as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. The graftmaster 4 x 19 mm stent was deployed at a maximum pressure of 20 atmospheres. The perforation was not sealed and the patient expired in the lab due to the right coronary artery perforation. No additional information was provided.